Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. Technical services discussed troubleshooting options. The field representative was going to discuss with the physician and will monitor via latitude. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. Technical services discussed troubleshooting options. The field representative was going to discuss with the physician and will monitor via latitude. The lead remains in service. No adverse patient effects were reported. Additional information was received that an additional high out of range shock impedance measurement was observed along with noise noted on the right ventricular (rv) pace sense channel, which was not being oversensed. It was noted this patient has a left ventricular assist device (lvad). Ts recommended continuing to monitor for now.